Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the sensitivity is too high. When set to most the sensitivity is 2 mv (millivolts) and when set to least the sensitivity is more than 50 mv. It was also reported the atrial pacing cover is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the high rate cover was broken and device had sensitivity issues due to the main printed circuit board (pcb) being out of electrical specification. It was also noted that the upper case and lower case were broken and contaminated, the battery drawer and side bail covers were contaminated, the ring cover was broken and the ring was bent. Further analysis was performed on the main pcb. Visual inspection noted tarnished leads on a component, no other anomalies were observed. Bench analysis revealed the sensitivity operation was functional, but out of specification. Solder was then reflowed on a component. Sensitivity was then functional and within specification. Conclusion: confirmed the reported event and failures during repair of the device caused by poor solder joints on a circuit component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.